Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 497 mg/dl. Customer's blood glucose at time of call was 321 mg/dl. Customer's blood glucose went up to 488 mg/dl during troubleshooting. Customer treated high blood glucose with manual insulin injection. Customer was advised to contact her healthcare professionals. Customer was advised a tubing clamp will be sent. Customer will not be returning the device for analysis.